Manufacturer narrative:
(B)(4). The reported field event of a sensing anomaly was confirmed in the laboratory via review of the stored egms and was found to be due to noise. The device was tested on the bench and no anomalies were found. The cause of the noise could not be determined.

Event description:
It was reported that the device was explanted due to undersensing of ventricular fibrillation. No further information is available.